Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the defogging function failure is an electrical/electronic component problem, but the cause of the defogging function failure could not be determined, and the insertion section failure is a mechanical problem, but the cause of the insertion section failure could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video scope exhibited a fog inside the ccd glass and water droplets inside the light guide lever glass. There was no patient involvement.